Manufacturer narrative:
Approximate age of device: 6 months (calculated from the device manufacture date). The pocket controller was returned for investigation. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient went on a camping trip in his recreational vehicle (rv). He was connected via the patient cable to the power module which was plugged into the electrical outlets of the rv, as were the battery charger, a water boiling pot, curling irons and other devices. The breaker for the rv apparently shorted out. The patient's pocket controller displayed a yellow wrench alarm with a continuous audio alarm. The patient was immediately removed from the power module patient cable and connected to battery power; however, the alarming did not stop. The patient was asymptomatic and the pump continued to run. The patient then switched to his back up pocket controller and had no further alarms. A review of the device log files by the manufacturer's technical services showed two separate driveline disconnected events. The first driveline disconnects appeared to indicate the pump was off for approximately 30 minutes. According to the patient, the pump was reported to be running at that time. The second driveline disconnects lasted a couple of minutes and appeared to be related to switching out the controllers.

Manufacturer narrative:
The reported incident of a driveline fault alarm was confirmed with the evaluation of the log file collected from the returned system controller. On (B)(6) 2015 from 7:11am to 7:14am, two yellow wrench alarms occurred due to a driveline fault. The driveline disconnect flag was active on the next event at 7:14am and the driveline fault cleared; at 7:15am the system controller was disconnected from power. The patient indicated that the pump remained running during this time, suggesting that they switched to a backup system controller. At 7:43am on (B)(6) 2015 the driveline was re-connected and the pump operated at the fixed speed. At 4:57pm another set of two yellow wrench alarms occurred due to a driveline fault. The driveline disconnect flag was active again at 4:58pm, the driveline fault cleared and the system controller was powered down. The system controller was tested with laboratory equipment and the driveline fault alarm was not able to be reproduced. The system controller functioned as intended during analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.